Event description:
The device was used during a laparoscopic adrenalectomy. Reportedly, the ultra shears blade disengaged into the pt's cavity. The surgeon was able to retrieve the component and complete the procedure without pt injury.